Event description:
It was reported that during a therapeutic open abdomen procedure, the surgeons witnessed an electrical arc between the patient and the table while using the monopolar electrosurgical generator that was used along side a hand control electrosurgical pencil (non-olympus) and a single use non-split electrode. Visible signs of burning on both the patient and the standard mobile operating table. After the accident, the device was immediately deactivated and the procedure was completed with a different device. Severity and extent of burn was unknown and no treatment information was provided. In response to the burn injury, it was reported "a standard hernia sac removal, not laparoscopic" was performed (clarification requested) and the patient has recovered. The device did not show any messages (or the client did not report any). There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.